Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 138 mg/dl. The customer stated that the lip ring of the insulin pump had broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.